Manufacturer narrative:
It was reported that after completing the pre-operative CT merge, a landmark check revealed that navigation integrity was inaccurate. This can be indicative of a merge shift. The preoperative merge can be more difficult depending on the quality of the preoperative CT scan, quality of the fluoroscopic images and patient anatomy. Preoperative merge shifts can cause a loss of navigational integrity. The user must verify the preoperative merge before proceeding with navigation. The user did not submit case logs for investigation. The user acknowledges that they will perform an anatomical landmark check with each new instrument or level to ensure navigational integrity before proceeding with navigation. The severity observed did not exceed the anticipated severity. The observed overall risk level is low, which does not exceed the observed anticipated risk level; therefore, the overall risk of the system has been maintained. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that while using the excelsius gps system, the case was aborted due to robotic error and performed traditionally.